Event description:
The user facility reported to terumo cardiovascular systems corp that just prior to cardiopulmonary bypass, the centrifugal pump squealed. The pump began squealing loudly once blood entered the circuit, and the more blood in the unit caused the pump to squeal louder. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.